Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported event of lack of hemostasis was not confirmed. Analysis of the returned device indicated the device deployed correctly, delivering the suture as designed. No device anomaly was detected. Based on visual analysis of the returned device, there is no indication of a product deficiency. The vessel was reported as mildly calcified, which could have been a contributing factor to the reported event. The cause for the reported lack of hemostasis was determined to be most likely related to the operational context in which the device was used. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that an arteriotomy closure of a mildly calcified left common femoral artery was attempted using a perclose at device after a coronary diagnostic procedure. Reportedly, all the deployment steps were completed uneventfully; however, after knot advancement, arterial bleeding was still observed. A 6 fr sheath was placed and later manual arterial compression was used to achieve hemostasis. There was no adverse patient sequela. The physician is reportedly trained in the use of the perclose at device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Patient reported to be (B)(6). The safety and effectiveness of the perclose at device have not been established in patients with femoral artery calcium which is fluoroscopically visible at access site. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.